Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual analysis: visual analysis of the photographs identified: rupture: no observed rupture on the device. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
Device has been explanted.

Event description:
Patient reported, "I need to exchange the implants, due to rupture. Capsular contracture, baker grade unknown. And edema". This relates to the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported " I need to exchange the implants due to rupture, capsular contracture baker grade unknown and edema". This relates to the left side. Device remains implanted.